Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that inter-op impedances were normal but in recovery impedances were showing >10,000 ohms on contacts 8-15 when tested at the default. The rep looked at ref 0 and were all ok. Electrode impedance test at 3.0 volts resulted in high impedances. 8 was showing normal at 835 ohms but 9-15 were >40,000 ohms. It was noted that the pocket was flushed with antibiotic solution. It was verified that the lead configuration was correct. They were unable to test with a screening cable/external neurostimulator (ens). The issue was not resolved. A day later it was reported that they opened the pocket and wiped the leads and placed them back in the battery. The impedances were within normal 900s to 1000.